Manufacturer narrative:
Date of event was reported as "this week" ((B)(6) 2017).

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for other chronic/intract pain (trunk/limbs0 and spinal pain. It was reported that the patient charged their implantable neurostimulator (ins) to 25 or 50% and did not turn the stimulation on (patient was positive stim was not on) then waited a few days. Then, when they went to charge the ins more a few days later it was dead. It was confirmed that the device never been overdischarged but the battery was low. The ins seemed to deplete quickly when the stimulation was not turned on. The patient also mentioned that it took a long time (¿took forever¿) to recharge ¿ about 4 hours. There were no falls or trauma reported that could be related to the issue. Also,there was no recent medical testing or emi environmental exposure events although the patient recently had a hip injection which was nowhere near the device. It was reviewed with the patient that charging from 0 to 100% can take between 6-8 hours. No symptoms were reported in the event. The patient was going to follow up with their healthcare professional (hcp).

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3550-29, lot# n289245, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n347394, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Analysis has been initiated but is not yet complete. Another report with be sent when analysis results are known. The conclusion code no longer applies.

Event description:
The devices were returned for analysis. It was reported that the explant occurred on (B)(6) 2017 and was therapy related as the patient needed an MRI. The device was reported to not be replaced with another product. There was no patient injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 the health care professional (hcp) clarified the patient weight at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.